Manufacturer narrative:
The concerned respirator consists of the cockpit c500 with a touchscreen as display-, input- and monitoring device and the ventilator box vn500, which performs the ventilation. The two units communicate via defined network interfaces. The pcb ¿therapy control unit m16.2¿ of the vn500 was available for investigation. The analysis of the returned pcb m16.2 revealed that a malfunction occurred in the software bootline subsystem that disturbed the communication between the cockpit infinity c500 and the therapy control unit m16.2. The missing data can lead to a stop of the communication between c500 and vn500 and results in the observed ¿device error 3¿ alarm. In case of such an internal network problem, the device tries a maximum of 3 reboots within 40s to restore the ventilation by restarts. These reboots are alerted to the user by the internal piezo speaker. If three restarts are not successful, the ventilation stops with audible alarms and the emergency-breathing valve opens to make spontaneous ventilation possible. The pcb ¿therapy control unit m16.2¿ was replaced and the entire device was tested according to dräger specification and finally returned to use.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. A follow up report will be send as soon as possible.

Event description:
This (B)(6) has posted the alarm "device failure 3" on (B)(6) 2016. No injury reported.